Event description:
It was reported that the fiber was not recognized by the console. The patient stayed under general anesthesia a little longer due to this. The procedure was completed with a second fiber with no patient complications. Analysis of the returned fiber identified the glass cap and metal cap were detached.

Manufacturer narrative:
With all the available information, boston scientific concludes that, the reported fiber not recognized event is not confirmed as the connector recognized the fiber during the connector test. However, analysis of the returned fiber identified that the glass cap and metal cap were detached. Based on analysis result, the interaction between the user and device caused or contributed to the reported event and damage to the tip. It is probable that the debris adhesion on the metal cap that was found during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperature can lead to fiber damages including glass cap detachment. According to the device instructions for use, the user is to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.